Event description:
Hosp advised that a pt in the burn unit, was infiltrated twice while on the same pump. The first event occurred in 2001 when an infiltration on the right hand occurred, which led to skin sloughing and required a skin graft. The second infiltration was the next day and was on the left foot. There was no medical intervention required as a result. The pump was set up at 10 psi. The burn unit is in the process of changing their pump processes, including changing the pressure settings, and to keep dedicated pumps in the burn area of the hosp.